Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that there was a repair request and repairs were needed. The plate did not move when they actuate the handle. The event occurred before surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h6, h10. Product review of the zimmer skin graft mesher serial number (B)(6) by flextronics on (B)(6)2020 revealed the unit was out of calibration and the foot pads were worn. The cutters were also found defective, however, they were not replaced or repaired. Repair of the device was performed by flextronics on (B)(6)2020 which included replacement of the following: 4 stabilizer feet. Additional repair included recalibration. The device, serial number (B)(6) , was then tested and functioned properly. The device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information available.